Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, patient had a femur revision. Patient revised to a sz5 femur with stems augs. Patient was last known to be in stable condition following the event. The device will not be returned for analysis due to doctor kept the devices.

Manufacturer narrative:
Section b5: additional information received indicates that patient fell and reason for revision was femoral loosening. Patient is doing fine no issues. Upon further review, the reported event has been determined to be not valid complaint. There is no evidence that the device failed to meet its specifications or to perform as intended. The patient had a post traumatic event that did not evolve exactech devices (patient fell). Therefore; the reported event does not allege any device malfunction, deficiency. Or patient adverse event. Therefore, there is no reported device malfunction, and the event did not cause or contribute to a serious deterioration in state of health or death and is not likely to cause or contribute to a serious deterioration in state of health or death if the malfunction were to recur.